Event description:
It was reported that the patient experienced a shocking/jolting sensation following a positional change. She could not adjust her stimulation with the antenna attached. The end of the antenna was stuck in the antenna jack. Further information is being requested from the hcp.